Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The small battery drive device was evaluated and it was determined that the device was blowing the fuses on the battery devices. Therefore, the reported condition was confirmed. An assessment was performed and it was observed that the unit started running when it was connected to the battery without the trigger being pressed. It was further observed that the units control coupling was damaged, low output voltage (shorted wires, causing blown fuses in batteries), an unknown liquid was found on the control unit coupling, and an unknown substance was found on the on the units bearing. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 9 for the same event it was reported that during an unspecified surgical procedure, but before use on the patient, it was observed that a small battery drive device had blown the fuses of eight battery devices. It was reported that the device would not work due to a safety feature on the drill at the beginning of the case. The reporter stated that it was not known which small battery drive device was causing the batteries to blow fuses, therefore, four small battery devices were returned for evaluation as a precautionary measure. Upon evaluation of the four small battery drive devices, it was determined that only one of the four returned small battery drive devices caused the batteries to short circuit. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.